Manufacturer narrative:
Insulin pump passed the rewind, basic occlusion, prime, compromised forced sensor system and displacement test. Pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had and intermittent failure that was not detected during our testing.

Event description:
It was reported that the insulin pump had motor error. Customer¿s blood glucose level was 160 mg/dl at the time of incident. Customer stated that the drive support cap appears to be normal. Customer also stated that the insulin pump was rewinded and the alarm occurred during bolus only. Advised the insulin pump will need to be replaced. Advised to discontinue use of the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.